Event description:
It was reported that this right atrial lead dislodged. When trying to reposition the lead it presented placement difficulties due to helix extension retraction issues. Access for the lead could not be regained. Patient was left with single chamber device. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried tissue entwined in the helix. Otherwise, the lead tip appeared normal. No lead issues were noted that would have made dislodgement more likely. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and pertinent information is provided from the analysis.

Event description:
It was reported that this right atrial lead dislodged. When trying to reposition the lead it presented placement difficulties due to helix extension retraction issues. Acces for the lead could not be regained. Patient was left with single chamber device. No additional adverse patient effects were reported.